Event description:
Complainant alleged that during biomed testing the device inappropriately shut down. Complainant indicated that there was no pt involvement in the reported malfunction.`

Manufacturer narrative:
The reported malfunction was observed and isolated to the battery.